Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the nail was used for a trochanteric fracture case. The surgeon positioned the guidewire with the aiming device and inserted the guidewire, but the guidewire hit the nail in question. The surgeon then removed the whole system, and checked the assembly outside the body. The guidewire went through the blade hole of the nail without any problem. Then surgeon positioned the nail and aiming devices for the guidewire again. However, the guidewire hit the nail and was unable to advance the wire into the blade hole. The surgeon replaced the nail with a pfna-ll 125°nail. There was a report of a thirty minute surgical delay with no adverse consequence to the patient. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the nail was received in very good condition with just one surface scratch and little sign of use. The threads on the top of the nail are in perfect condition and show no signs of wear. The proximal femoral nail anti-rotation (pfna) technique guide for this procedure states that if a pfna-ii cannot be inserted, select a smaller size pfna-ii diameter or ream the medullary cavity to a diameter that is at least 1 mm larger than that of the selected nail. In this case the smaller nail diameter was selected (pfna-ll 125°nail) and the operation was completed successfully. Lot number 8813393 was manufactured in january 2014 to specification as a review of the manufacturing records was conducted. It is likely that incorrect technique/misalignment of the guide wire may have been the reason why the guide wire hit off the nail, but this cannot be confirmed. After investigation, no product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.